Manufacturer narrative:
While it is unk if the visco-gel used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available. The number of pts involved in this event is unk. We have requested this add'l info and will submit add'l reports if that info becomes available.

Event description:
In this event it was reported that several pts experienced an allergic reaction to the use of visco-gel denture reline and tissue conditioning material. The doctor reports that symptoms including swelling of the face which required administration of benadryl to combat the symptoms. It is unk how many pts were affected.